Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 (device code). The pe code was updated from broken (2+ pieces): intraoperatively to broken (2+ pieces) intraoperatively: fragment removed from wound.

Event description:
Additional information received: a. Verify what part of the drill bit broke, was it the fluted tip or the coiled shaft? B. Did it break into two or more pieces? If no, please specify what is the alleged deficiency, is it dull, bent, cracked, stripped, scratched, worn, scratched, cross-threaded, or any device interaction issues? C. Were all pieces of the broken instrument retrieved from the patient? D. Please verify if the instrument was used during surgery. If yes, was there a surgical delay? What was the duration of the delay? E. Were there any adverse consequences that affected the patient because of the reported event? A) the tip of the drill bit. B) 2 pieces. C) retrieved. D) it was used and no surgical delay. E) no.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the drill bit broke.